Event description:
It was reported that during the pre-ablation procedures, (for treatment of menorraghia) the cavity integrity assessment (cia) alarm warned the physician of a possible uterine perforation. Wihtout further evaluation of the uterine cavity to be absolutely certain that no uterine perforation had occurred, thereby not following the instructions for use, the physician proceeded with the treatment by overriding the safety/warning (cia) feature. Two days later the pt was admitted to the hosp with abdominal pain. A bowel injury was discovered and repaired during laparotomy. The pt is recovering as expected.